Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual inspection of the as returned product identified wear about the implant threads, with bone tissue caught in the vent. The product matched print specifications where measured against drawing pdtsvtwb11 rev b (digital caliper; cal 3736; (B)(6) 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 and used for approximately 4 months prior to removal. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1218494. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1218494) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (sinus pressure) or product (tsvtwb11). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive cause could not be identified.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Unique identifier (UDI) number: (B)(4). Initial reporter email address: not provided. PMA/510(k) number: k101880.

Event description:
It was reported that patient were feeling a lot of pressure around the implant (tsvtwb11). Implant was removed. Tooth location 14.